Manufacturer narrative:
A review of the manufacturing documentation associated with lot 337439 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when attempting to deploy a 9mm x 60mm smart control iliac self-expanding stent (ses) delivery system via the hand dial, the dial was locked up and would not turn. The physician then utilized the trigger to deploy the stent successfully in the iliac artery; however, the dial portion moved into the proximal handle of the device. The locking pin for the 9mm x 60mm smart control ses delivery system was in pace during advancement towards the lesion and was removed prior to attempted deployment. The delivery system was advanced past the lesion and the withdrawn into the lesion. The device was able to be removed easily from the patient and remained in one piece during its removal. When deploying a 7mm x 150mm smart flex biliary ses in the distal superficial femoral artery (sfa) from pedal access, the shaft was difficult to slide, and the stent was partially deployed. The delivery system was then difficult to remove; the blue sheath covering detached from the shaft when removed and the stent was deployed in the sfa but was not implanted in its exact desired location. The separated device segment was removed from the patient, but it was difficult to do so. The devices were stored and prepped per the instructions for use (IFU). The target lesion has severe calcification and mild tortuosity with a 95% stenosis. The devices will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, when attempting to deploy a 9mm x 60mm smart control iliac self-expanding stent (ses) delivery system via the hand dial, the dial was locked up and would not turn. The physician then utilized the trigger to deploy the stent successfully in the iliac artery; however, the dial portion moved into the proximal handle of the device. The locking pin for the 9mm x 60mm smart control ses delivery system was in pace during advancement towards the lesion and was removed prior to attempted deployment. The target lesion has severe calcification and mild tortuosity with a 95% stenosis. The delivery system was advanced past the lesion and the withdrawn into the lesion. The device was able to be removed easily from the patient and remained in one piece during its removal. When deploying a 7mm x 150mm smart flex biliary ses in the distal superficial femoral artery (sfa) from pedal access, the shaft was difficult to slide, and the stent was partially deployed. The delivery system was then difficult to remove; the blue sheath covering detached from the shaft when removed and the stent was deployed in the sfa but was not implanted in its exact desired location. The separated device segment was removed from the patient, but it was difficult to do so. The devices were stored and prepped per the instructions for use (IFU). The devices will be returned for evaluation. The device was returned for analysis. A non-sterile ¿smart flex 7x150 bil, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked and was laid flat on a tray to proceed with the product evaluation. The unit was returned fully deployed. The stent was not returned for analysis. The hemostasis valve is in the open position. An outer sheath separation is observed located approximately 90cm from the distal tip. No other damages or anomalies were observed on the returned device. Dimensional analysis was performed to identify the measurement of the separated condition. However, functional testing was not performed due to the separated condition on the outer sheath and the unit was returned fully deployed with no stent received. The separated area was analyzed using a vision system to magnify the damage area. Results showed that the edges on the separated area presented evidence of elongations. The elongations and the plastic deformations found on the plastic material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material was induced to a tensile force that exceeded the yield strength prior to the separation. A product history record (phr) review of lot 337439 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty- inaccurate placement¿ and ¿stent delivery system (sds)- withdrawal difficulty¿ were not confirmed as the device was received fully deployed; additionally, due to the nature of the complaint, this cannot be replicated in a lab setting. The reported ¿outer sheath separated¿ was confirmed due to the separated condition noted on the outer sheath upon device analysis. It is assumed that the material was induced to a tensile force that exceeded its material yield strength prior to the separation. Therefore, based on the information available for review it is likely handling and procedural factors contributed to the events reported by the customer. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.